Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since it is equipped with a cable that is not made by olympus, based on the evaluation results, the probable cause of the communication failure and the no image malfunction was attributed to defective connector unit and a non-olympus cable installed on the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center and the evaluation found there is no image due to a defective connector unit. Additionally, the cable unit is non-olympus installed/part and the coupler was damaged. The image has 2 dead pixels. The device was repaired and returned to the customer. The device was last repaired on (B)(6) 2017. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during an unspecified event, the high definition autoclavable camera head was reported to be defective. No patient injury or harm was reported.